Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of implant estimated.

Event description:
It was reported that approximately three years ago, an unknown xience stent was implanted in a mildly calcified mid left anterior descending (lad) artery that was 99% stenosed. On (B)(6) 2017, angiography confirmed thrombosis in the mid lad. Thrombus aspiration was performed and the lesion was dilated with a non-abbott balloon catheter. However, the thrombus remained in the artery. Further dilatation was performed with a scoring balloon. Five minutes later, thrombosis was still confirmed with angiography. A 3.0 x 18 mm non-abbott stent was deployed, and an intra-aortic balloon pump was inserted. A 2.5 x 18 mm non-abbott stent was also deployed in the novo lesion in the proximal part (proximal part of the lad). The procedure was completed. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). An UDI is not being reported because there was no part or lot number provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of thrombosis is listed in xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.